Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 1998. Subsequently, patient was revised on (B)(6) 2013 due to pain and poly wear. During the procedure, the head and liner were removed and replaced. Operative report noted the liner was fractured, cup was not in optimal position and the stem was well-fixed during the procedure. No further information has been provided.